Event description:
A remstar autoa-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process. The service technician observed visible foam particles in the blower kit and foam degradation. Additionally, the service technician also noted dust fail contamination. The device was scrapped by the service center after the evaluation was completed.